Manufacturer narrative:
The fse found leak on the tubing at pinch valve pv37 from feed through fitting ff105 to ff122. The fse replaced all tubing on valve pv37 to resolve the issue. The fse performed verification to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner fluid leak from inside the right compartment from an unknown source within the coulter lh 500 hematology analyzer. The instrument did not generate any error messages and quality controls (qc) of all results were within range. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was not wearing personal protective equipment when the leak was discovered, but was wearing gloves and laboratory coat prior to cleaning up the leak. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.